Event description:
Customer reportedly obtained results of 91mg/dl, 234 mg/dl, 137mg/dl, 83mg/dl, and 133mg/dl on the advantage system within 10 mins. Customer took 6 units of insulin as normal based on results. No adverse event reported. Requested return of suspect system and replacement was sent.